Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer internal reference number: comp-(B)(4).

Event description:
Event was reported on 2/18/2026. A healthcare professional reported that the lower left button broke off from a silent nite 3d sleep appliance. Appliance was used by a 43 year old male. According to the report, the patient stated that "it broke off one of the attachments." The device was delivered to the patient on (B)(6) 2024. The patient first reported the issue on (B)(6) 2025. According to the report, the patient stated that "it broke off one of the attachments," and the breakage was identified at the button location. The healthcare provider did not observe any patient symptoms, and no injury was reported. There were no additional medical or surgical procedures performed. The patient discontinued use of the device on (B)(6) 2025. Oral hygiene was reported as good. It is unknown whether the appliance was replaced. The event was reported to a dental office located in (B)(6).

Manufacturer narrative:
Additional information was received from the healthcare provider. Information was added in the following sections: a2, a3a, a4, a6, b3, b5, b7 and d9. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the lower left button broke off from the sleep device.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).